Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to rewind the insulin pump but received a motion sensor test failure alarm followed by a motor position encoder error alarm. The customer was unable to rewind the insulin pump. The insulin pump also alarmed motor error. The insulin pump's screen went black after the motion sensor test failure alarm and it restarted. After the number 7, the screen went black after it restarted. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor error or motor position encoder error alarms due to the motion sensor alarm. Unable to perform any tests due to the alarm. The pump was tested with no display anomaly noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.